Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pain, instability, clicking. All available information submitted". Rep provided pre-revision x-rays, primary operative report, an implant report, and explant picture for revision of the patient's left knee. A 3x11 cs insert was revised to a 3x16 cs insert.